Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when plugging the pump to charge, the battery gauge decreases instead of increasing. Contact stated the issue occurred multiple times; however, specific dates are unknown. The customer¿s blood glucose level was not impacted. Reportedly, the pump eventually charged completely.